Manufacturer narrative:
H4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic colon resection procedure, the hand activation button would not work. They opened a new device to complete the procedure. There was no patient consequence. One device will be returned.